Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) old female consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2010, the consumer started using o.b applicator tampon, one tampon at night, vaginally for normal menstruation (lot number, expiration date unspecified). On the next day, she noticed the tampon got stuck in body. The consumer did not use the device any further. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received by manufacturer and lot number was not provided with the complaint. These products have been discontinued since 2004. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered as reportable malfunction.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless additional significant information is received.